Event description:
The customer reported via phone call indicating that the insulin pump had a beep anomaly. Customer's blood glucose was unknown mg/dl. Customer stated that she wish to change the alert type to vibrate. The customer was assisted in performing self test and it passed. The customer was advised to monitor and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.